Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. During functional testing the device gave an error code of 1870- this indicates a motor problem. Internal examination of the device showed the motor hub gear was loose which caused the error. The cause of the loosened gear was not established.

Manufacturer narrative:
Other, other text: event date was provided via email.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 alarm. Lec 1870. No adverse patient events reported.